Event description:
Customer reported the insulin pump alarmed remote frequency failed self test. Customer's blood glucose was 200 mg/dl. Alarm and possible causes were explained to the customer. Customer was advised to disconnect and remove reservoir from the device. Customer was advised to perform rewind process again. Customer was unable to rewind due to dual wave bolus. Temporary basal was not programmed before the alarm occurred. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump alarmed remote frequency failed self test and had lost sensor alarm due to bad oscillation at the connector on the remote frequency board. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.